Manufacturer narrative:
The reported observation of inoperable ipg was confirmed based on the data in the ipg logs but was not duplicated during electrical analysis. Based on the log review, the device battery was not maintained appropriately, and was not charged when needed, which resulted in the battery depleting below the voltage threshold to maintain stimulation therapy. The device was charged with no issues observed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eternal device.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.